Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: overweight, broken shell and others, white calcification on the shell, fold creases, green mold like appearance, missing a piece of shell (0-25%), and wear abrasion. A microscopic analysis was performed which identified: a crease sharp broken on radius and a striated broken on radius. Based on the device analysis the final assessment is: crease sharp broken on radius assessed as fold flaw opening, striated broken on radius assessed as surgical damage consist in the use of some surgical tool and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange due to concern with product.

Event description:
Healthcare professional reported a right side rupture and exchange due to the patients concerns with the product. Device has been explanted and replaced.